Manufacturer narrative:
Postal code: (B)(6). (B)(4). Reason for reoperation: rupture. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device evaluation: visual analysis of the photographs identified a curved opening. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Event description:
Physician reported left side "discomfort in left mammary projection" and "rupture" diagnosed by ultrasound. The device has been explanted.